Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/sep/2018. Repair was requested from the customer, but no response was received. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that during the power management performance verification test, the unit would not power on with the battery disconnected and alternate current power connected. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 26nov2018. Date received by manufacturer: 30aug2018. The customer's biomedical engineer replaced the power management board to address the reported issue.